Event description:
During a preoperative checkout of the equipment, the customer noted the set tidal volume was 500 and delivered tidal volume was 285 ml/minute. There was no patient involvement.

Manufacturer narrative:
This malfunction was determined ot be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2013-00005. A ge healthcare service representative performed a checkout of the equipment and noted that the flow sensor diaphragm was stuck open. Manual model of ventilation is available to maintain ventilation of the patient. Flow sensors of this type are customer replaceable, are recommended fo replacement after 3 months, and are warranted for 6 months. In engineering evaluation, the stuck diaphragm has been able to be reproduced by: a hard impact, such as dropping the flow sensor, or by sticking an object into the flow sensor, causing ht diaphragm to stick open. If a sensor is subjected to a hard impact, iti s still unlikely that the diaphragm will get stuck in the open position. This failure mode requires an impact in a very limited orientation to result in the inertia needed to force the diaphragm into the stuck open position.